Manufacturer narrative:
The impella device was received from the customer on 15-may-2024 and therefore,¿an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported that while providing support to a patient implanted with an impella 5.5 the aic (automated impella controller) generated multiple alarms regarding purge flow increasing and decreasing. The cassette was changed with no resolution. The aic was replaced to resolve the issue.

Manufacturer narrative:
The investigation into automated impella controller (aic) - purge issue ¿ other has been completed. The device was returned but the failure mode was not reproduced. A purge and pump were run overnight but had no purge flow alarms. The was no device issue found, root cause not determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11323 d4 model number f6/f8-should have been left blank.